Event description:
The customer's father reported via phone call that the customer jumped into a swimming pool while wearing the insulin pump. The customer's father stated that there was water visible beneath the screen and the display was ramping on its own. The customer's father also stated that the insulin pump's keypad was not responding properly. Blood glucose level was 220 mg/dl at the time of the incident. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. No moisture damage inside insulin pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.